Event description:
It was reported that the impedances of >2000 ohms were measured on electrodes #2 and 3 (at 8 milliamps) the patient's implantable neurostimulator (ins) on the left side. It was noted that the high impedances had been present for a "long time" and had been programmed around. In addition, the patient was reprogrammed in (B)(6) 2012 due to a return of symptoms. It was noted that the patient was not able to stand up and walk which was considered a significantly worse symptom for them. It was also noted that the patient "falls a lot". Ins battery longevity was measured at 63 months based on patient's previous settings for the past 2 years (3.3 volts, pw of 90, 145 hz, 2 negative contacts + 1 anode, used 24 hours/day). The longevity calculation for the ins based on the patient's current settings were (2.8 volts, pw of 60, 130hz, unipolar with 1 cathode, used 24 hours/day) that were made due to the "breaks" on electrodes 2 and 3. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-09731 for ins on right side.

Event description:
Additional information received reported that the high impedances did not resolve. It was unknown if the cause of the impedance issues was device related or if there was a lead fracture. No further troubleshooting or actions were taken.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 3387-40 lot# n24969a, implanted: 2001 (B)(6), product type lead product ID, 3387-40 lot# j0107926v, implanted: 2001 (B)(6), product type lead. (B)(4).

Event description:
Additional information stated that the patient's left implantable neurostimulator (ins) had a longevity calculated as 59 months (compared to 72 months as reported previously). The settings were the same as initially reported, however, the impedance changed from 753 ohms to 803 ohms. It was reported that the patient had a break at contact 2 and 3. It was noted that both contacts had readings "over 2,000 and less than 7 ma." It was additionally noted that the breaks were "ot causing any therapy problems."

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387-40, lot# n24969a, implanted: (B)(6) 2001, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type: lead. Product ID 3387-40, lot# n24969a, implanted: (B)(6) 2001, product type: lead. Product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was later reported that while doing an implantable neurostimulator (ins) replacement the previous ins had shown a potential open circuit with impedances greater than 2,000 ohms and current less than 7 ohms.